Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had been dropped and now it kept switching on and off. The blood glucose reading was 5.6 mmol/l. The customer's mother stated that there was a crack visible on the insulin pump starting from the corner of the display. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was monitored and functioning properly, no off and on during our testing. The insulin pump passed displacement and self tests. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.